Manufacturer narrative:
Batch review performed on 17 jun 2019: lot 173772: (B)(4) items manufactured and released on 05-sep-2017. Expiration date: 17-aug-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, more than one year after primary surgery, complaining of mid flexion instability. The surgeon revised a 11mm poly with a 14mm poly and the surgery was completed successfully.